Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hydrocele resection (open procedure), suture broke. Another chromic gut was used to resolve the issue in order to complete the case. No harm/injury to patient.